Event description:
No osseointegration (dental implant).

Manufacturer narrative:
The case (B)(4) was incorrectly zipped under (B)(4). This has been corrected. However, case (B)(4) cannot be zipped under this number - we have therefore edited it under (B)(4).